Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient developed an infection following an implant procedure. The patient presented to the hospital and was provided with IV antibiotics. Subsequently, the device was explanted and there have been no further reports of complications.